Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 35mg/dl; cause was unknown. Customer was treated with intravenous fluids of dextrose to address the bg. Customer was discharged 1 day later, (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. A total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The cause of the low bg could not be determined based on the review conducted.